Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no root cause can be determined at this time. No lot/serial number or sample was returned by the customer. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Add'l info was requested on 06/24/2011 and 07/08/2011 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A surgeon reported that during two intraocular lens (iol) implant surgeries, the trailing haptic was severed or detached from the optic after lens insertion. In both instances, the iol was removed and replaced during the same surgical procedure. In a f/u, the surgeon further explained, that for the first incident, after injecting the lens, the haptic broke off and he attempted to center the lens but was unable and decided to remove it. He cut the lens into three silvers and one of the silvers must have caught the [posterior capsular] bag, causing it to tear. A vitrectomy was performed. One week postoperative, the pt was noted to have corneal issues which the surgeon described as "the cornea was shot." The surgeon believes the cornea may improve as the eye heals. There are two medical device reports associated with this event. This report is for the first pt. Add'l info has been requested.